Manufacturer narrative:
Our product evaluation laboratory received one fogarty thru-lumen embolectomy catheter. The balloon was found to be ruptured around the circumference. Both windings and bushings were intact. Windings were cut to match the latex edges. Latex edges seemed to match at the ruptured region. No other visible damage was observed from the catheter body. The report of missing latex was not confirmed, although the report of "balloon burst" was confirmed. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown if user or procedural factors contributed to this event. An engineering evaluation task was initiated to assess any manufacturing-related processes which could be correlated to the complaint. Based on the investigation performed a root cause could not be established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
Per medwatch report, it was reported that the physician was using a 5.5 french fogarty catheter to declot an av graft in a (B)(6) male with end-stage renal disease. As the inflated balloon was being pulled through the av graft, the balloon burst. After the catheter was removed from the graft, it was noted that the balloon part was missing from the tip of the catheter. The missing part was unable to be retrieved. A new short sheath was placed for successful thrombectomy. No patient injury is reported.